Manufacturer narrative:
Additional information was received on november 25, 2021. The impacted product, previously reported as unknown, is a mentor smooth round moderate profile 225cc saline prosthesis. A manufacturing record evaluation was performed for the finished device 7292915 number, and no non-conformances were identified. Additional information was received on november 26, 2021. The replacement device was a new mentor smooth round moderate profile 225cc saline prosthesis. The impacted product was received by the failure analysis lab on december 7, 2021. The investigation of the returned device was completed by the failure analysis lab on december 13, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had some creases/folds on the anterior view. A tear within this crease was observed, measuring approximately 0.2 cm the evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced right sided deflation post procedure. As a result, unilateral replacement with an unspecified saline implant was performed on (B)(6) 2021.